Event description:
It was reported that upon interrogation, the pulse generator exhibited a message stating -data not read-. The device was scheduled for replacement due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.